Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Water tightness was not maintained due to cracking of the up/down plate due to external factors. The bending angle was insufficient due to the elongation of the angle wire. There were scratches on the curved rubber, grip, angle lever, right/left lever, up/down plate, right/left plate, switch one (1), video cable, and light guide cover glass due to external factors. The curved rubber adhesive was missing. The video connector, video connector case, and light guide connector may have been scratched due to external factors. The video connector was broken due to an external factor. The label on the video connector was peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative, the body control unit on the endoeye flex deflectable videoscope had air leakage. No patient harm reported. During the evaluation of the device, it was noted the adhesive on the objective lens had peeled off. This report is to capture the reportable malfunction of the peeled off adhesive on the objective lens noted at estimation.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 03-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed from the suggested event that there is a possibility of peeling, chipping due to impact such as dropping, repeated excessive wiping of the outer surface of the distal end, or chemical deterioration by chemical solutions. It is recommended that the user inspect prior to use and on a regular basis continuously. It is recommended that the user instruct the method of handling regarding usage environment, etc. Olympus will continue to monitor field performance for this device.